Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic upon receiving a vibratory alert from their device. Interrogation showed non-sustained over-sensing on the patient's right ventricular lead. The patient was asymptomatic. No changes were reported.

Event description:
Additional information received indicated that the lead was over-sensing noise. The physician capped and replaced the lead on (B)(6)2020. The patient was stable throughout.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6.